Event description:
During a laparoscopic roux-en-y procedure, the device delivered malformed staples. The pt required a bowel resection and the operating room time was extended by 1.5 to 2 hours. The pt is recovering with no additional consequences.